Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges cough, dizziness, and shortness of breath. No medical intervention was required by the patient. The device was returned to a third-party service center. During the evaluation of the device, the third-party service center visually inspected the device and there was no evidence of foam degradation nor any particles. It was determined that the device would require a new pca due to error code 94 err_rtc_stopped. The device was scrapped at the request of the customer. H3 other text : device evaluated by third party service center.

Manufacturer narrative:
H3: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges cough, dizziness, and shortness of breath. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.